Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, slight redness, sweating, pain, lesion, and abrasion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, abrasion, pain and sweating: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). 6. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses after injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. B. Health care professional instructions 9. The injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. C. Patient instructions ¿ if the treated area is swollen, an ice pack may be applied to the site for a short period.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the nasolabial folds, jaw, marionette zone and chin (mental crease). Prior to injection, the area was cleaned with chlorhexidine. After the injection, the patient developed a "localized reaction of sweating and slight redness." Patient also had some swelling with pain upon touch. On the following day, the patient provided the healthcare professional with a photo showing a "superficial abrasion" that was noted to be "almost painless." Patient was reviewed about 2 months later and was treated with hyaluronidase to the lesion. Symptoms have completely recovered and there was no damage on the skin.